Manufacturer narrative:
Concomitant product(s): a 419588 lead, implanted: (B)(6) 2009; c6tr01 ipg. Implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had undefined bipolar impedance measurements. The lead is programmed unipolar, which is within normal limits and remains in use. No patient complications have been reported as a result of this event.